Manufacturer narrative:
The reported allegation the ipg had reached its end of life was confirmed. The ipg was returned without any visible anomalies or damage that would contribute to the issue. Per the uep inductive tool, the most recent battery voltage was consistent with the device declaring eol. As such, normal battery depletion was observed. The estimated longevity range would have been 1.75 to 2.25 years, assuming 1000-ohm program impedances. The total stimulation on time was 1.68 years, which accounted for 84% of the estimated longevity range

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2020 wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information.

Event description:
It was reported the implantable pulse generator (ipg) was non-functional and the patient is without stimulation therapy. Patient was using tonic stimulation therapy prior to the loss of therapy and it is undetermined if the device prematurely depleted. The ipg is slated to be replaced with a rechargeable ipg at a later date.